Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that the inner tube of the blade was broken at the beginning of a functional endoscopic sinus surgery. The blade was used for the first time and there were no fragments left inside the patient's body. The power console did not display any error codes. The surgery was delayed for about 10 minutes. There was no adverse effects or patient impact as a result of the delay in the procedure. The hcp used a new blade to complete the surgery and the second blade functioned properly with the same power console. There was no patient impact.

Manufacturer narrative:
Analysis of the blade found that visually, the distal tip had broken off the inner cutter. The portion that became detached was not returned; however, it would have measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The assemblies were deformed. There was no evidence of concentricity issues or bends in the returned tube / shaft assemblies. There was uneven wear at the cutting tip and there was wear around the circumference of the inner tube shaft 0.56¿ from the distal face of the inner hub. If information is provided in the future, a supplemental report will be issued.